Manufacturer narrative:
Additional patient code: (B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized. The customer's blood glucose (bg) level was 639 mg/dl with diabetic ketoacidosis and extreme high ketones. Reportedly, the customer threw up and had diarrhea. The customer believed the bg level was due to user error as the customer did not check the bg level and did not control the bg level. Reportedly, the customer did not bolus once prior to being admitted into the ER. The customer's healthcare provider (hcp) identified the ketone level to be dangerous/life threatening. The customer was treated with saline and was released 4 days later. Reportedly, the customer's habits were changed in regards to checking bg levels and discussing with a hcp.